Event description:
The customer reported the ventilator was alarming due to a pressure sensors failure. The customer reported the device was not in use therefore there was no patient involvement or harm. As reported, pressure sensor failures may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The biomedical engineer reported the motor controller pcb board was loose in its slot and not seated properly. The biomedical engineer reported reseating of the board resolved the reported problem.

Manufacturer narrative:
Pcb board was reseated.